Event description:
It was reported that an ems was used during a "tapp"-hernia. It was reported by the affiliate that the staples come out malformed and staples don't close. There was no consequence to the pt.